Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was implanted to palliatively treat a stenosis caused by a malignancy within the sigmoid colon. The stenosis was approximately 6 cm in length. The patient was not being treated with radiation therapy or chemotherapy prior to or post the stent placement. No issues were noted to the device. On (B)(6) 2012, a wallflex enteral colonic stent was successfully implanted within the patient. Following the procedure, the patient was reported to have made good progress; however, on an unknown date (reported as "in recent days") his condition has become worse. On (B)(6) 2012, a perforation was detected within the sigmoid colon, near the oral side of the stent. In the physician's assessment, the perforation was related to the stent, "but it was not caused only by the stent." Additionally, the physician reported that the life prognosis of the patient was short from the beginning and his condition is poor due to his preexisting disease. No intervention was provided to treat the perforation. The patient is currently under follow up and has been placed on a "non-eating" diet.

Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.